Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited inappropriately tripped elective replacement indicator - eri due to exposure to external defibrillation seventeen days prior to follow-up. After a firmware download, normal device function resumed. The patient's condition was stable and would continue to be monitored.